Manufacturer narrative:
(B)(4). Date sent 4/6/2026. D4 batch #595d67. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 595d67, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/17/2026 b3: unknown d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: procedure and site of use: vats right s2 segmentectomy with nd1b (lymph node dissection). The device was used on the right a2a. Bleeding, tissue damage, or leakage at the time of the event: none. Staple formation: normal formation patient condition after surgery: no issues. Comment: based on the video review, the blood vessel was within the cut line but was positioned very close to the edge of the line when fired. This may be a possible reason why the blood vessel was not completely cut. The doctor expressed dissatisfaction that the tissue was not fully cut up to the cut line. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the knife could not cut the tissue. The staples were deployed when the trigger was grasped, but the knife still could not cut the tissue. Eventually, ligation was performed, and scissors were used to cut the tissue. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.